Event description:
A 16 mm diameter x 11.5 cm length aneurx iliac stent graft was implanted into a patient for treatment of an abdominal aortic aneurysm. Vessel morphology was severely tortuous with slight calcification. It was reported that the physician had successfully deployed the bifurcated stent graft on the right side. The physician partially deployed the iliac limb and the quick release button became disconnected. During an attempt to reconnect the button graft deployed above the flow divider. The physician attempted to pull the iliac limb down resulting in the bifurcated stent graft coming down approximately 1.5cm, resulting in a type I endoleak. An aortic cuff was placed proximally to the bifurcated stent graft with excellent results. The patient was reported to be fine.